Event description:
It was reported that during a pneumonectomy procedure, the device was applied to the main stem bronchus and was within the gap setting scale. The device was fired. Staples were formed correctly at the distal and proximal ends of the staple line but not in the middle. Surgeon secured staple line with interrupted sutures and checked for air leak. There was no pt consequence.